Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 460 mg/dl. The customer was admitted to the hospital. The customer stated that he is feeling tired. The customer removed the pump at the hospital and was hooked up to an insulin drip. The customer was released on the hospital today. The customer will monitor pump.